Event description:
After 10 months of implantation, this lead was explanted due to an infection.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device was not returned.